Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated and two suprarenal aortic extensions. Reportedly, when the patient was brought in through the ER on (B)(6) 2015 due to a rupture, it was found that he had a type 3b endoleak. Physician lined with gore graft to resolve issue. The patient is doing well.

Manufacturer narrative:
Based upon the clinical findings, the reported rupture is confirmed. Although a type iiib endoleak was not substantiated, an unknown endoleak was substantiated. The devices remain implanted in the patient. At the implant procedure, the first suprarenal cuff migrated post deployment. A second suprarenal cuff was properly placed, and there was no report of residual endoleaks. The aortic neck was described as short, and the sac was without thrombus. These anatomical conditions might have contributed to the stent migration forty-six months post implant, there was evidence to 'support. A rupture; and, an unknown endoleak at the left lateral, distal main body stent. The secondary procedure of a successful non endologix stent relining was confirmed. The final patient outcome could not be established due to lack of information, however it was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a design or manufacturing root cause could not be determined with available information. However, cautionary product use conditions that might have contributed to this complaint included. Obesity; past history of medical non compliance; intolerance to contrasted image surveillance due to a history of chronic kidney failure; tortuous bilateral iliac arteries.